Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. The cause of blood glucose level was not known. Customer went to the emergency room with moderate ketones and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, and was discharged 2 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.